Event description:
Additional information was received that the patient was in a motor vehicle accident back in 2010 and lost the use of both of her legs. The internal neurostimulator (ins) helped control some of her pain. The patient reported that ins pocket site was swollen. The patient reported, she was raped and was on three types of antibiotics and she was beaten hard where her ins was implanted. She is unsure if this related to the swelling at the implant site. The bottom of the patients foot is black and blue but she is unsure if the is related to the impact or reflex sympathetic dystrophy (rsd). Her rsd was spread due to the trauma. The patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information reported the patient was doing well. Impedances were within normal limits and the patient was receiving good stimulation. No further information was reported.

Event description:
It was reported that the patient had a lesion noted as a ¿huge thing¿ that formed at the implantable neurostimulator (ins) site about 2 weeks ago. There was a purulent discharged noted and the site was red and painful. The patient also had ¿big knots¿ under her arm and her ¿private area¿ which her healthcare professional (hcp) removed. She was also on 3 antibiotics. She was in a car accident in nov. 2010 which thought caused the battery to leak. It was noted that her ins therapy still worked fine even after the accident. Her hcp did perform a CT scan and bloodwork but the results were not reported. The patient did state that her reflex sympathetic dystrophy (rsd) was a potential cause for some of the symptoms she reported. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Adaptor: model 748910, serial# (B)(4), implanted: 2006 (B)(6), explanted: na. Programmer: 7434a lot#, serial# (B)(4). Lead: model 3487a-45, lot# j0546722v, implanted: 2006 (B)(6), explanted: na. (B)(4).